Manufacturer narrative:
The initial reporter was getinge technician. Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection the fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Event description:
On february 20, 2023, getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury.

Manufacturer narrative:
The correction of b3 date of event, b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 23th february, 2023 getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection the fixation screws holding the device main tube were loosen. There was no injury reported, however, we decided to report the issue in abundance of caution as loosen screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Corrected b5 describe event and problem: on 20th february, 2023 getinge became aware of an issue with one of surgical lights - hled. As it was stated, upon the device inspection three out of the six fixation screws holding the device main tube were loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment from the ceiling and serious injury. Previous b3 date of event: 02/23/2023 corrected b3 date of event: 02/20/2023 the correction of d4 catalog #, model # and serial # deems required. This is based on the internal evaluation. Previous d4 catalog # and model #: ard568320903 corrected d4 catalog # and model #; ard568335999/ard568320903 previous d4 serial #: (B)(6) corrected d4 serial #: (B)(6) it appeared that the issue reported under manufacturer¿s reference number: (B)(4)(report number: 9710055-2023-00154) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00180). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00180).